Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Please provide the following information for each individual patient that experienced an adverse event from the use of an ethicon product. If no specific information can be provided, please let us know and we will update the file accordingly. Product code and lot number. Date of initial procedure. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. What specific adverse events did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe that the ethicon device contributed to the patient¿s complications?

Event description:
It was reported in a journal article that the patient underwent a total laparoscopic hysterectomy with or without lymphadenectomy on unknown date between (B)(6)2010 and (B)(6)2013 and the absorbable adhesive barrier was placed over the peritoneum near the end of the surgery. The patient experienced post-operative complication such as infection, vaginal cuff abscess that resolved with antibiotic treatment. Additional information has been requested.

Manufacturer narrative:
Additional information: additional information was requested and the following was obtained: product code and lot number. Product code: 4350xl lot number: unk date of initial procedure. Unknown. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history - unknown. What specific adverse events did the patient experience? - unknown. We did not receive any information from the author related to this article. Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. - according to this article, all infections were vaginal cuff abscesses that resolved with antibiotic treatment. What is the patient¿s current status? - unknown. We did not receive any information from the author related to this article. We also know only information described in this article. What is the physician¿s opinion as to the etiology of or contributing factors to this event? - unknown. We did not receive any information from the author related to this article. We also know only information described in this article. Does the surgeon believe that the ethicon device contributed to the patient¿s complications? - unknown. We did not receive any information from the author related to this article. We also know only information described in this article.